Manufacturer narrative:
The insulin pump was received with partial display due to cracked lcd glass. The pump was received with cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pumps screen was damaged. Customer stated they slipped on ice and landed on the insulin pump. The screen had gray lines and splinters arching out. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.